Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer's blood glucose level. The customer was assisted in resetting the pump, and after the reset, the malfunction did not recur. Customer was instructed to continue using the pump and to contact support if the issue happened again.